Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require incapacitating assistance from a third party. Technical support provided guidance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer understood and acknowledged.